Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Reportedly, the customer¿s continuous glucose monitor read ¿high;¿ however, a specific bg value was not provided. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer declined a system check with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.